Manufacturer narrative:
A ge service rep performed an on site investigation. The failure was verified. The generator power supply was replaced during the service call. The system was tested, and found to be working as intended, and put back into service.

Event description:
It was reported that the 6600 system locks up and has a foot-switch stuck error message. No pt injury was reported.